Event description:
It was reported that following a cryo ablation procedure, a pericardial effusion was observed when the patient was being observed after the case. The effusion was tapped and drained. The patient¿s hospital stay was extended by one day. The case was completed with cryo. No further patient complications have been reported as a result of this event.